Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in june 2022. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had air/water flow issues. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the objective lens was peeled. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the connecting tube had a dent due to a handling issue. It was observed that the connecting tube had a wrinkle due to chemical stress. It was also observed that the scope connector was deformed due to physical stress caused by a handling issue. It was observed that the suction cylinder was shaved due to a handling issue. It was also observed that the paint on the suction cylinder was peeled due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch 1 and 2, protector of the universal cord on the scope connector side, image guide protector, and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.